Manufacturer narrative:
No button error alarm was noted. The act and escape buttons did not respond due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that the insulin pump was not responding. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.